Event description:
It was reported the rigid video scope exhibited a purplish image. The issue was observed during preparation for use. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Evaluation found the device r-unit was broken, the image is green. In addition, device evaluation found the device fibre bonding in the outer tube area (distal end) was noted to be damaged. As per instructions for use (IFU) and as noted in : safety information. Notice. Risk of damage to the product. The endoscope is a precise optical device. Careless handling may damage the endoscope. ¿ always handle the endoscope with care. ¿ do not hold the endoscope by the distal end only. ¿ do not bend the insertion tube. Warning: risk of injury to the patient due to damaged video telescope. Inspect the video telescope for visible damage: ¿ make sure that the product has: - no dents, cracks, bending, or deformations. - no cuts and other defects on the outer sleeve of the cable. - no scratches. - no corrosion, dirt or debris. - no lens damages or cover glass damages. - no missing or loose parts. ¿ check all markings on the product for clear visibility.. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid video scope exhibited a purplish image. The issue was observed during preparation for use. The procedure was completed with the same device. There were no reports of patient harm.